Event description:
Account called and alleged that the head hi/low will drift down over time. There were no reports of injuries. He stated he changed the head hi/low valve and still has the same issue. Account stated that he replaced the head hi/low cylinder to resolve the issue.